Event description:
Healthcare professional reported a syringe of juvéderm voluma® xc had the cannula ¿disengage¿ during injection in the periauricular area at the flexible portion of the cannula. The juvéderm voluma® xc remained intact. The patient required an incision to remove the needle. A 25 g 1.5" cannula was used.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.